Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-16331. It was reported the patient had a history of over-sensing atrial lead noise. Programming changes were attempted to correct the issue but more episodes appeared. The patient presented in clinic with complaints for dizziness and feeling weak. The right ventricular lead was also seen to have increase in capture threshold. The leads were capped and replaced on (B)(6) 2020. The patient was stable.